Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device triggered elective replacement indicator (eri), but still indicated a longevity of 1-7 months. It was suspected that the device had locked up due to eri. Additionally, the atrial lead exhibited both high and low impedances, as well as unstable thresholds. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.